Event description:
It was reported on 04/17/200,7 that an hde (humanitarian device exemption) wingspan stent system and gateway balloon catheter were to be used to treat a left middle cerebral artery (mca) stenosis. Clinical records requested and received from the user facility did not describe the lesion morphology. Initial diagnostic imaging revealed that the left mca demonstrated some mild atheromatous changes proximally with the known focal stenosis seen at the level of its primary bifurcations. The mca branches beyond this stenosis filled in a limited fashion. Angioplasty was performed using a 2-mm balloon followed by the stent. Although angioplasty improved flow, delayed imaging demonstrated significant reduction in flow. Angioplasty was performed across the stent using a 1.5-mm balloon, which again, showed only transient benefit. The physician's post-procedure assessment is that an acute in-stent thrombosis occurred. The angioplasty and stenting were "...performed without difficulty." Integrilin (antiplatelet) therapy was instituted that restored wide patency across the stent segment leading to overall improved distal flow as compared to baseline. There is no post patient assessment noted other than transfer to ICU (intensive care unit).